Manufacturer narrative:
(B)(4). Approximate age of device ¿ 27 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 the patient's lvad was explanted. Reportedly, the explant was due to hemolysis. Additional information was requested, but was not provided.

Event description:
It was reported that the lvad was explanted due to hemolysis and suspected pump thrombosis. Per the surgeon, the pump thrombosis was due to cannula malposition. The patient was implanted with a competitor¿s device.

Manufacturer narrative:
The explanted pump was not returned for evaluation. The reported pump malposition could not be confirmed. Furthermore, a correlation between the device and the reported hemolysis and suspected thrombus could not be conclusively determined. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.